Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This filed to report gripper actuation. It was reported that was a mitraclip procedure to treat degenerative mitral regurgitation with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, however, when actuating both grippers, the posterior gripper would not lower. Troubleshooting was performed, but failed. The cds was removed with the clip attached, and the procedure continued with a new cds. One clip was implanted, reducing mr to 3. There were no adverse patient effects, and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
In this case, the returned device analysis did not confirm the reported difficult to open or close (gripper actuation - single) as both grippers actuated as intended without any issue. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. All available information was investigated, a cause for the reported difficult to open or close (gripper actuation - single) could not be determined in this incident. The observed deformation due to compressive stress (steerable sleeve shaft) was likely a result of the post-procedural handling/storage/shipping as it was noted that the device was returned inside the biobag. There is no indication of a product quality issue with respect to manufacture, design or labeling.